Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had sparkles on the screen. The issue occurred during a colonoscopy procedure which was completed using the same set of equipment. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by a data error in scope identification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.